Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited a diagnostic anomaly. The device was functioning normally, it remained implanted.